Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2007; 5076, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was removed and replaced due to discomfort experienced by the patient. The implant site was changed to a submuscular location when the device was replaced. No additional patient complications have been reported as a result of this event.